Event description:
It was reported that the endoplege catheter was placed through the introducer and into the coronary sinus-it was noted that the volume did not come back into the syringe when the anesthesiologist was trying to obtain ventricularization. However, no blood was noted to be withdrawn into the syringe either. The anesthesiologist took the cath out and noted a small hole in the balloon-indicating rupture. Procedure was a mitral valve repair; no adverse patient events reported, no prolonged or time.

Manufacturer narrative:
Evaluation results: the device balloon was visually inspected under 10x magnification and there are no holes detected in the balloon. Colored water was then introduced into the balloon and the water flows out of the distal balloon bond. Water was introduced through the sinus pressure and infusion lumens and the water flows from where it should. Visually there are two kinks in the device shaft one kink is 19" from the distal tip and the other 14" from the distal tip, however these two kinks do not affect the way the device functions. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A review of post-sterile test data demonstrates that it requires an inflation volume of 26ml. Minimum to cause balloon joint to delaminate. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot number 763125 and this device passed all inspections upon release of the product. A corrective action on ep balloons is open and is applicable to this event.